Manufacturer narrative:
The insulin pump was received with no button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers or battery out limit alarms noted during our testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump has cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer replaced device with a new battery and received a battery out limit alarm. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive and are stuck. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.